Manufacturer narrative:
D4 UDI: as the lot# is unknown, the UDI will consist of the primary di number only. E1: initial reporter phone no.: (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not failed to deliver a vasopressin infusion and did not generate an alarm. The pump had been programmed to infuse vasopressin at a rate of 2.4 units/hour. The vasopressin bag was expected to be replaced at the end of the shift. At the scheduled time for the bag change, the clinician observed that the bag was "almost full". Upon further inspection, the customer identified that the IV tubing was kinked upstream of the pump. Despite the occlusion, the pump did not triggered an alarm. As a result of the lack of infusion, the patient experienced temporary hypotension. Clinical staff responded by increasing the vasopressin dose from 60 mcg/min to 68 mcg/min. No additional information is available.